Manufacturer narrative:
H3, h6: the navio surgical system (us), product npfs02000, (B)(6), used for treatment was not returned for evaluation, however a log file review was performed. A relationship between the reported event and the device was established. The screenshot during the case shows the "internal cabling/drill console error" error. The most likely probable root cause of this event is a faulty handpiece (electrical short), where there is a short blowing fuse f1, which is supposed to protect the motherboard. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however no further escalation action is required. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. This complaint from the united states reports that the navio system received an error message that said ¿internal cabling/drill console error, please contact customer support. The system must be shut down. The system came back up but the surgeon was uncomfortable and switched to manual instrumentation with a delay of less than 30 minutes. All the logs have been sent for review. There was no patient injury or impact. As part of a corrective action, a design revision was made to the navio system circuit boards to address this failure. No containment is required as there is no product impact in smith+nephew for this issue and no additional action is needed at this time. Additional data: d4 (UDI number) corrected data: b2, e1, e2, e3, g1 (name and address and phone number), g2, h6 (health effect - clinical code), h8.

Manufacturer narrative:
The navio surgical system (us), product npfs02000, sn(B)(6), used for treatment was not returned for evaluation, however a log file review was performed. A relationship between the reported event and the device was established. The screenshot during the case confirms the "internal cabling/drill console error" error. The most likely cause of this event is a known issue where excessive bending of the cord of the navio handpiece near the handpiece end causes the insulation to wear down and the wires to contact each other, shorting out the current. This blows a fuse in the siu, resulting in the "internal cabling/drill console error" message. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. As part of a corrective action, a design revision was made to the navio system circuit board to address this failure. No further escalation action is required. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The clinical/medical evaluation concluded: ¿this complaint from the united states reports that the navio system received an error message that said ¿internal cabling/drill console error please contact customer support. The system must be shut down. The system came back up but the surgeon was uncomfortable and switched to manual instrumentation with a delay of less than 30 minutes. All the logs have been sent for review. There was no patient injury or impact.¿ a review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that during a tka procedure, just after registering the checkpoints and preparing to burr the distal femur, they received an error message that said ¿internal cabling/drill console error please contact customer support. The system must be shut down.¿ the procedure was continued with s+n manual instrumentation with a delay of less than 30 minutes. No other complications were reported.